Event description:
Sorin group italia has received a report that, during set up of the heart lung machine, the perfusionist noticed a piece of foreign matter in the inspire 6f oxygenator arterial outlet. The oxygenator was not used. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Sorin group italia manufactures the complained inspire 6f hollow fiber oxygenator with integrated arterial filter. The incident occurred in (B)(6), new zealand. The involved device has been requested for return to sorin group italia for investigation and not yet received. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Not received.

Manufacturer narrative:
Customer provided clear photographic evidence and the complained particle to livanova facility for investigation. Fourier-transform infrared spectroscopy (ftir) of the complained particle found a correlation of 41% with cellophane. Therefore, the most probable origin of the particle is a fabric fiber/filament from the operator's clothing. DHR of the complained lot confirmed the device was released conforming to specification. Review of the livanova complaint database did not identify any other similar event relevant to the complained lot thus excluding any systematic issue. The most probable root cause was any isolated event occurred in manufacturing line not identified during the final visual controls before product release. As per livanova continuous improvement program, cr-mir-2021-0492 has been issued to revise inspire manufacturing procedure by providing a visual guidance to operators to correctly identify and reject visual and shape defects of inspire products (oxygenators and hvr). In this regard, a dedicated focus on dented material and presence of foreign material issues is under implementation to remark visual acceptance criteria to follow in the assembly phase. The manufacturing personnel have been involved in a dedicated training meeting. The risk is in the acceptable region. No other specific action was currently deemed necessary. Livanova will keep monitoring the market for similar events.

Event description:
See initial report.